Manufacturer narrative:
Reported issue of bands deployed prematurely. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of three devices used in the same procedure. Manufacturer report #3005099803-2016-01652 pertains to the first speedband device, manufacturer report #3005099803-2016-01653 pertains to the second speedband device, and manufacturer report #3005099803-2016-01654 pertains to the third speedband device. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the bands fell off before entering the patient. The same issue occurred with the second and third speedband superview super 7 devices. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.